Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber pcb was evaluated and replaced, and the high voltage cables were cleaned and regreased. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not produce x-rays, which resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.